Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was stated that device stopped working and it had no alarm - 45 seconds started working again then it stopped randomly. The event occurred while in use with patient. There was delay of therapy. There was patient involvement and unknown patient harm/adverse event reported.